Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned

Event description:
It was reported that a foley catheter prematurely deflated and came out of the urethra. The nurse attempted to re-inflate the balloon to see if there was a hole and it was noted that the saline was leaking out from the top of the balloon. A new foley was placed. No patient injury was reported.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. Caution: do not aspirate urine through drainage funnel wall. Visually inspect the product for any imperfections or surface deterioration prior to use. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol." The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned

Event description:
It was reported that a foley catheter prematurely deflated and came out of the urethra. The nurse attempted to re-inflate the balloon to see if there was a hole and it was noted that the saline was leaking out from the top of the balloon. A new foley was placed. No patient injury was reported.